Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. Visual examination found external abrasions breaching the outer insulation and exposing the outer coil. The cause of the external abrasions is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.